Event description:
A ventilator was returned to the manufacturer for completion of preventative maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blender printed circuit board assembly was replaced to address the issue. Additional findings not related to the malfunction/issue: since the screw fastening count exceeded the prescribed value, the base enclosure was replaced. Parts were replaced as regulated by maintenance procedure to prevent failure.